Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4). Manufacturer contacted customer on (B)(6) 2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer is no longer experiencing symptoms as per follow up.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 250 and 300mg/dl. The customer's expected fasting blood glucose test result range is 90 to 100mg/dl. Customer states she has frequent urination. Customer states that she did see her doctor because of results with meter. The product is stored according to specification. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 300 and 200mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 12/31/2017 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (date / time not set): 250mg/dl (B)(6) 2017 12:00pm fasting: yes.